Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the anchor broke during the procedure. The piece was retrieved.

Event description:
It was reported that a piece of the anchor broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: a small piece jumped off reelx 4.5sst anchor probable root cause: design anchor design does not promote easy suture advancement process anchor not manufactured to specification anchor has burrs/sharp edges which catch sutures application. Use of larger than #2 sutures. Improper loading of sutures. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.